Event description:
During a lap nissen fundoplication, the surgeon says that the shears would not cut, the bottom blade was not working. Completed procedure with same like device. No reported patient consequence.